Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd ¿stopcock q-syte was found with¿ foreign matter during priming.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: one used unit was received for evaluation. Our quality engineer visually inspected the returned unit and was unable to identify any foreign matter. No DHR review was developed for material 395245 since no lot number was available. This material is produced by assembly machine (B)(4). Quality records have been consulted for tracking and trending purposes and no issues like this are detected. Control plan (B)(4) requires to execute suitable controls to detect foreign material during the manufacturing of a product lot. Process fmea was not intentionally mentioned because failure mode reported isn't equipment related. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.